Event description:
The customer reported that every time he changes the insulin pump's battery the date and time resets. Customer's blood glucose level was not reported. The customer received a sensor alarm but he does not wear a sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed unexpected restart and unexpected time and date reset after battery installation due to leaking voltage. The sensor feature was working properly. Unit received with cracked case at display window corners, battery tube threads, and belt clip slot. Unit was also received with minor scratched lcd window.